Event description:
It was reported within a week post implant that the right ventricular (rv) lead r-wave sensing had decreased and was lower than 1 millivolt. The rv lead was attempted to be repositioned, but during the procedure the stylet got stuck in the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.